Event description:
The customer reported that the kv setting on the system was high during the state inspection. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended adn put back into service.